Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus". (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified iliac vein. Following implanting of a wallstent, an 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres, after inflating at the edge of the wallstent, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.